Event description:
The reporter indicated a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+1.5/129 (sphere / cylinder/axis), was noted to be torn when removed from the vial. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with debris on the lens. Visual inspection found no visible damage with foreign material on lens surface, specifically, debris on the lens. Claim # (B)(4).